Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The active 2 is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Healthcare worker reported receiving an electric shock from the device whilst making the bed. The device has been physically damaged, with two metal screws exposed on the underside of the case. These screws secure a plastic bracket that holds the bed hook in place.